Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital experiencing dyspnea. During the device check, the right ventricular lead perforation, pericardial effusion, and high capture threshold were observed. Pericardiocentesis was performed in order to resolve pericardial effusion. The patient was given medication and was in stable condition post procedure.